Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a micro-stent implant procedure, a patient is experiencing hypotony, macular folds and decreased visual acuity. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony, macular folds, and decreased visual acuity; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information is provided regarding intraoperative complications that may have occurred, device failure, or perioperative ocular hypotensive medication use. The device is designed to reduce intraocular pressure (iop). Possible root cause is that the occurrence of clinically significant hypotony is a known risk associated with use of the device, which is presented in the device instructions for use (IFU). (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).